Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient started experiencing an abnormal sensation like they were being electrocuted. This began after they charged their ins. The patient immediately turned off the ins but they continued to feel the sensation from 10pm on november 20th thru the next morning of (B)(6). The patient kept the ins off until they met with the rep on (B)(6) 2018. Impedances were checked and electrode 3 had a high impedance (>10,000 ohms); all other impedances were within normal limits. It was also noted the patient's programming had not included that electrode. The rep also decreased the pulse width and the rate, and when electrodes 0-3 were activated with the voltage at 0 volts, the patient began to feel the sensation in their right arm. The patient was going to leave their ins off but would continue to keep the ins charged to prevent overdischarge. The doctor ordered an x-ray, and a CT-scan may also be ordered if the sensation returns. The rep will obtain additional information from the doctor on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that x-rays are unavailable to manufacturer. Cause of the event unidentified. No surgical actions have been taken. Patient has not been back to clinic since november visit to see the rep. As far as the rep knew, patient was no longer feeling any adverse effects from stimulation. The provided information was confirmed with the hcp. No further complications were reported/anticipated.